Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "door jammed" alarms was confirmed through an event history log review. The cause was undermined. If any additional information is received a follow up will be sent. The lower auxiliary flex assembly was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrences of an "door jammed" alarm was identified in the event history log. There was no pt injury or medical intervention required since these items were found during evaluation of the device.